Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 3 of 3 of treatment. The warning occurred multiple times. The patient stated that the baxter bag came loose and fluid leaked onto the floor. The patient noted that the baxter bag was empty. The patient elected to continue with treatment unless the alarm occurred again. Upon follow up, the patient stated that the adaptor has a poor design and does not attach to the baxter bag properly. The adaptor fell off during treatment causing the baxter bag to leak all over his floor. The patient was able to complete treatment. There was no patient serious injury or medical intervention required as a result of this event. The adaptor was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 3 of 3 of treatment. The warning occurred multiple times. The patient stated that the baxter bag came loose and fluid leaked onto the floor. The patient noted that the baxter bag was empty. The patient elected to continue with treatment unless the alarm occurred again. Upon follow up, the patient stated that the adaptor has a poor design and does not attach to the baxter bag properly. The adaptor fell off during treatment causing the baxter bag to leak all over his floor. The patient was able to complete treatment. There was no patient serious injury or medical intervention required as a result of this event. The adaptor was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for the effected product shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 3 of 3 of treatment. The warning occurred multiple times. The patient stated that the baxter bag came loose and fluid leaked onto the floor. The patient noted that the baxter bag was empty. The patient elected to continue with treatment unless the alarm occurred again. Upon follow up, the patient stated that that the adaptor has a poor design and does not attach to the baxter bag properly. The adaptor fell off during treatment causing the baxter bag to leak all over his floor. The patient was able to complete treatment. There was no patient serious injury or medical intervention required as a result of this event. The adaptor was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information provided in d1, d4, d10, and g4.